Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of peritonitis with culture positive for klebsiella in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized the same day. The cause of the peritonitis was internal and started from the colon. Dianeal therapy was ongoing. Follow-up was received from the pd nurse who reported the cause of the peritonitis was unknown and the nurse could not confirm the cause was internal and started from the colon as previously reported by the consumer. Treatment included unspecified antibiotics (drug, dose, route, frequency and start/stop dates not reported). On (B)(6) 2011, the patient was discharged and recovering. The nurse reported that the event of peritonitis with culture positive for klebsiella was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd887034 and gd886119 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis incident.